Event description:
The caller reported that the blood glucose device gave erroneous results during a low blood event. The caregiver reported that at 10:00 am the user received a blood glucose result of 300 mg/dl, based on this elevated result the caregiver administered 3 units of rapid acting insulin. The type of insulin was not provided. Approximately 20 minutes later, the user began experiencing symptoms of hypoglycemia, of confusion and dizziness. The caregiver tested the user's blood glucose at this time, and received a result below 100 mg/dl, but could not recall the exact value. At 10:25 am the caregiver called an ambulance. Once the emt's arrive the user was stabilized with a sugar source, however the type of treatment provided was unknown. After treatment, the user received a blood glucose result of 430 mg/dl on her accu-chek guide system and a result of 137 mg/dl on the emt's professional meter. The results were obtained within 15 minutes. The user recovered at home and was not transported to the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.